Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. 7 red rubber catheter were returned opened in original packaging. No obvious defects were noted. The catheter eyes were measured for each catheter using a caliper. The distance from tip to eye center for each catheter was measured and found to meet specification. The catheter eye widths were found to meet specification. The eyes for catheter 3 and 4 were found to be too long and did not meet specification. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was confirmed as manufacturing related.

Event description:
It was reported that occasionally there was one red rubber intermittent catheter that had smaller diameter, softer and more flexible and were hence not usable for the customer as the rigidity needed was not that of the usual size. In the past few months, customer noted that the number of these different catheters were on the rise. Customer stated that 9 catheters were found in a box of 100. Customer also stated that the difference was clear both to visual inspection and to feel. Per follow up on (B)(6) 2021, customer had occasional thin-walled, smaller diameter one in a box of 100. The current box of 100 that the customer was about to finish had 38 of the thinner ones in it.